Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient with history of cardiomyopathy with left ventricular ejection fraction, htn, pvd, previous ICD implant 9/2003. Upgrade to biventricular ICD in 12/2003, followed in office. ICD recently checked in office and noted that device that the patient has is a medtronic insync marquis device has had a recall. It was decided that the patient's device should be replaced. (Per md h&p)